Event description:
A surgeon reported that the pt interface stopped creating vacuum during an ablation treatment. The procedure was stopped, a new pt interface was opened and the procedure was completed starting from the beginning. The surgeon indicated a system message had been displayed during setup and tests had to be repeated several times before vacuum was created. No pt harm has been reported.

Manufacturer narrative:
A sample has been received and is in transit to the manufacturing facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).